Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak in the clip delivery system caused by a broken gripper cap. It was reported that during preparation of the clip delivery system a small amount of water leaked out of the gripper cap. Attempts were made to close the cap tightly, but still the same issue occurred. It was then noted that the gripper cap had broken. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided. Regarding this device issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any other incidents reported for break (cap) and leak (dc handle) from this lot. All available information was investigated, it appears that the user technique of tightening the cap and/or excessive force applied for the tightening contributed to the reported broken cap. The reported leak was a cascading effect of the reported break in the cap. There is no indication of a product quality issue with respect to manufacture, design or labeling.